Event description:
It was reported that a phone call was placed to hot line detailing the following: registered nurse (rn) stated they were in cath lab to transport patient (pt.) Pt had 25cc datascope intra-aortic balloon (iab). They had decreased volume on autocat 2 wave pump to 25, but were getting "gas loss" & "kinked line" alarms. Pt had torturous vasculature & calcification throughout aorta. (This was reason for small iab). No noted kinking in iab or tubing, good angle of insertion, pt flat. Clinical support specialist (css) suggested hip extension & decreasing volume of iab to try to help. Css also suggested slight traction on catheter. At 14:52hrs edt, css received a call from rn thru protocol. Rn stated they had switched pumps & second pump pumped without problems. Rn wanted first pump checked by field service.

Manufacturer narrative:
Product will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.